Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Patients friend called and stated that the patient had a left hip revision on (B)(6) 2014. She stated that patient was in pain since day one postop. Patient experienced pain, limited range of motion, would hear noises periodically and cant walk well. Patient had a revision on (B)(6) 2014.

Manufacturer narrative:
Additional info: device details added to the grid.an event regarding instability involving a trident liner was reported. The event was confirmed by medical review. Method & results:-product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned.-clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿on (B)(6) 2014 a revision of the left total hip arthroplasty and left knee arthroscopic partial lateral meniscectomy was performed for a diagnosis of "(1) left hip instability.¿ ¿regarding the hip, it was noted, ''no evidence of loosening and no sign of infection of the hip is noted"... "The construct tolerated combined hip flexion, adduction midline and internal rotation to 60 degrees before anterior impingement and posterolateral subluxation occurred." ... According to implant labels the components were changed to a 28/plus-5 c-taper lfit head, a 28/48 admimdm x3 insert, and a 42e mdm liner.¿ ¿the patient's history of post-menopausal osteoporosis contributed to her fractures. The gamma nail construct functioned perfectly in situ resulting in healing of the stress fracture while maintaining its rigid fixation. The subsequent conversion to a total hip arthroplasty was indicated by progression of hip osteoarthritis. Two dislocations, indicating an unstable total hip arthroplasty, required revision to a more stable bearing construct like the mdm/adm bearing selected. Acetabular shell and stem are still retained as they have successfully osteointegrated. In the revision surgery of december 4, 2014 in which the mdm/adm bearing was implanted impingement of the joint was noted at the extremes of motion. The position of the well-fixed femoral and acetabular components were not changed, exposing the mdm/adm construct to the same impingement which was subsequently noted on the material analysis report of the explanted mdm/adm bearing. Dislocations are more common in revision surgery, and noting evidence of subsequent impingement evidence of the mdm/adm at revision would also cause instability. The revision to a constrained liner has apparently resulted in a stable hip as of the last documentation on june 12, 2018. Review of the medical records and material analysis report of the explanted components do not suggest component material or manufacturing factors." -product history review: review of the product history records indicates devices were manufactured and accepted into final stock with no reported discrepancies.-complaint history review: there have been no other events for this lot.conclusions: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿on december 4, 2014 a revision of the left total hip arthroplasty and left knee arthroscopic partial lateral meniscectomy was performed for a diagnosis of "(1) left hip instability.¿ ¿two dislocations, indicating an unstable total hip arthroplasty, required revision to a more stable bearing construct like the mdm/adm bearing selected. Acetabular shell and stem are still retained as they have successfully osteointegrated. In the revision surgery of (B)(6), 2014 in which the mdm/adm bearing was implanted impingement of the joint was noted at the extremes of motion. The position of the well-fixed femoral and acetabular components were not changed, exposing the mdm/adm construct to the same impingement which was subsequently noted on the material analysis report of the explanted mdm/adm bearing. Dislocations are more common in revision surgery, and noting evidence of subsequent impingement evidence of the mdm/adm at revision would also cause instability. The revision to a constrained liner has apparently resulted in a stable hip as of the last documentation on (B)(6) 2018. Review of the medical records and material analysis report of the explanted components do not suggest component material or manufacturing".

Event description:
Patients friend called and stated that the patient had a left hip revision on (B)(6), 2014. She stated that patient was in pain since day one postop. Patient experienced pain, limited range of motion, would hear noises periodically and cant walk well. Patient had a revision on (B)(6) 2014.